Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0011672916 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. Visual inspection of the dilator was performed. The inspection identified the dilator luer was delaminated. The following functional testing was performed. Observations are listed: the insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to the sheath. Further inspection under microscope identified dilator luer damage, which may have caused the dilator to have difficulties locking with the sheath. In conclusion, the sheath failed the returned product inspection due to the delamination was observed at the dilator luer polyethylene. The dilator luer was damaged and preventing it to lock with the sheath handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was replaced which resolved the issue. The dilator could not lock into the sheath. The sheath was replaced which resolved the issue. Additionally, the catheter could not be recognized. The electrical umbilical cable was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.